Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to patient sepsis, endocarditis and vegetation of the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4196-88 lead, implanted: (B)(6) 2010. (B)(6).